Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set came off. Upon investigation, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.